Manufacturer narrative:
The explanted devices were not returned to bsn for further evaluations, as they were discarded by the medical facility.

Event description:
A report was received that the pt was explanted due to ineffective therapy. During the explant, it was noted that the pt had a pocket infection. But once the leads were pulled, it was noted that the pt had an epidural infection as well. The pt was prescribed IV antibiotics. The pt is reportedly doing well.